Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. No ramping numbers noted on the display. However, moisture damage noted on keypad traces. Cracked reservoir tube lip, cracked case near reservoir window and missing end cap sticker noted. Moisture damage was noted on lcd board.

Event description:
Customer's mother reported the hospitalization due to high blood glucose. Caller stated that the insulin pump is not working, it was exposed to moisture. The blood glucose reading at the time of the event was 317 mg/dl. Customer had large ketones. The keys were stuck on keypad, unable to give insulin at school. Nothing further reported.